Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the error message was due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device displayed an internal battery inoperable error message. There was no patient injury reported as a result of this incident.